Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a patient family member that a letter was received noting a performance issue with the patient's cardiac resynchronization therapy pacemaker (crt-p) and the battery draining "faster than it was supposed to"; the patient family member stated there has already been issues''. Getting the device adjusted." The patient family member stated "it was supposed to be working on 16 poles, but it is only working on one", which was "draining the battery very fast." The performance note was discussed and the patient was encouraged to talk with the physician. The device remains in use. No patient complications have been reported as a result of this event.